Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "have one of them that¿s ruptured¿, ¿chronic fatigue¿, ¿daily muscle aches¿, ¿intense hair loss¿, ¿skin problems¿, ¿a lot of anxiety¿, and ¿recurring headaches¿. This record is for an unknown side. The status of the device is unknown.